Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device reads low air leak. The patient had already been transferred to the intensive care unit (ICU). The user wanted to know what to do if the event occurred again in the future. Mss had discussed on how to troubleshoot the low flow issues, including disconnecting and properly reconnecting the arctic gel pads and ensuring the tubing was straight.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device reads low air leak. The patient had already been transferred to the intensive care unit (ICU). The user wanted to know what to do if the event occurred again in the future. Ms and s had discussed on how to troubleshoot the low flow issues, including disconnecting and properly reconnecting the arctic gel pads and ensuring the tubing was straight.